Event description:
The customer reported a clear leak at the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The source of the leak could not be identified. The fluid was not contained within the instrument, was approximately one milliliter in volume, and leaked onto the counter and floor. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. The customer indicated that red blood cell (rbc) and hematocrit quality control results were recovering outside of the established reference range at the time of the event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) found tubing had come off of the blood sampling valve (bsv) port. The fse reconnected the tubing to resolve the issue. The cause of the event was a specific instrument tube having been disconnected from the bsv. No discrepant results were generated for this event, however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).